Event description:
It was reported that during an abdominal rectosigmoidectomy/enterorrhaphy procedure, the trocar membrane broke when the permanent clipper passed through it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).